Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00303: case 1; 3025141-2020-00304: case 2; 3025141-2020-00305: case 3; 3025141-2020-00306: case 4; 3025141-2020-00307: case 5; 3025141-2020-00308: case 6; 3025141-2020-00309: case 7; 3025141-2020-00310: case 8; 3025141-2020-00311: case 9; 3025141-2020-00312: case 10; 3025141-2020-00313: case 11; 3025141-2020-00314: case 12; 3025141-2020-00315: case 13; 3025141-2020-00316: case 14; 3025141-2020-00317: case 15; 3025141-2020-00318: case 16; 3025141-2020-00319: case 17; 3025141-2020-00320: case 18; 3025141-2020-00321: case 19; 3025141-2020-00322: case 20; 3025141-2020-00323: case 21; 3025141-2020-00324: case 22; 3025141-2020-00325: case 23; 3025141-2020-00327: case 25; 3025141-2020-00328: case 26; 3025141-2020-00329: case 27; 3025141-2020-00330: case 28; 3025141-2020-00331: case 29; 3025141-2020-00332: case 30; 3025141-2020-00333: case 31; 3025141-2020-00334: case 32; 3025141-2020-00335: case 33; 3025141-2020-00336: case 34; 3025141-2020-00337: case 35; 3025141-2020-00338: case 36; 3025141-2020-00339: case 37; 3025141-2020-00340: case 38; 3025141-2020-00341: case 39; 3025141-2020-00342: case 40; 3025141-2020-00343: case 41; 3025141-2020-00344: case 42; 3025141-2020-00345: case 43; 3025141-2020-00346: case 44.

Event description:
Article: 'optimizing long-term outcomes and avoiding failure with the fibula intramedullary nail'; carter, thomas h.; mackenzie, samuel p.; bell, katrina r., macdonald, deborah; and white, timothy o. J orthop trauma · volume 33, number 4, april 2019. Case 24: patient experienced noninfected symptomatic implants post op following implantation of a fibula nail. The nail and all locking screws were removed in a revision surgery.